Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted on an episode, with low amplitude p-wave noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.